Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy. Reportedly, the customer does not remove the air from the cartridge prior to filling with insulin, which is considered off label use.